Event description:
Surgery case for left tympanoplasty with possible ossicular chain reconstruction, possible ear cartilage graft and possible pe tube placement with use of microscope and continuous intraoperative facial nerve monitoring. Facial nerve stimulation was performed, including with two separate probes, but responses were not obtained. Responses were not obtained due to neuromonitoring technician error or natus prove device error. National neuromonitoring services technician (B)(6) colon-burgos credentialing by (B)(4) neurodiagnostic credentialing through (B)(6) 2022 registry number (B)(4). National neuromonitoring services is evaluating her equipment but has not filed a report on those results to (B)(6) surgery center. Dates of use: (B)(6) 2018. Is the product compounded: no. Is the product over-the-counter: no.